Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the care adc device was reported. The customer received lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. Customer states the sensor ¿went all the way down to 65 but when I checked my level with a finger stick, the readout came back as 113. It happens again today, but with a lot bigger falls and jumps. I was at 200 early this morning, then it dropped to normal range of 113. Then the next moment it had fallen to 70 then down to 68.¿ customer further reports obtaining another sensor scan of 65 and then 78 and then receiving a ¿error¿ message that stayed approximately 5 minutes even after restarting the application several times. The customer then obtained a blood glucose reading of 138 and ¿a moment later the cgm came back online and gave a reading of 60.¿ no further patient consequences or third-party treatment was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the care adc device was reported. The customer received lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. Customer states the sensor ¿went all the way down to 65 but when I checked my level with a finger stick, the readout came back as 113. It happens again today, but with a lot bigger falls and jumps. I was at 200 early this morning, then it dropped to normal range of 113. Then the next moment it had fallen to 70 then down to 68.¿ customer further reports obtaining another sensor scan of 65 and then 78 and then receiving a ¿error¿ message that stayed approximately 5 minutes even after restarting the application several times. The customer then obtained a blood glucose reading of 138 and ¿a moment later the cgm came back online and gave a reading of 60.¿ no further patient consequences or third-party treatment was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the care adc device was reported. The customer received lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. Customer states the sensor ¿went all the way down to 65 but when I checked my level with a finger stick, the readout came back as 113. It happens again today, but with a lot bigger falls and jumps. I was at 200 early this morning, then it dropped to normal range of 113. Then the next moment it had fallen to 70 then down to 68.¿ customer further reports obtaining another sensor scan of 65 and then 78 and then receiving a ¿error¿ message that stayed approximately 5 minutes even after restarting the application several times. The customer then obtained a blood glucose reading of 138 and ¿a moment later the cgm came back online and gave a reading of 60.¿ no further patient consequences or third-party treatment was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the care adc device was reported. The customer received lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. Customer states the sensor ¿went all the way down to 65 but when I checked my level with a finger stick, the readout came back as 113. It happens again today, but with a lot bigger falls and jumps. I was at 200 early this morning, then it dropped to normal range of 113. Then the next moment it had fallen to 70 then down to 68.¿ customer further reports obtaining another sensor scan of 65 and then 78 and then receiving a ¿error¿ message that stayed approximately 5 minutes even after restarting the application several times. The customer then obtained a blood glucose reading of 138 and ¿a moment later the cgm came back online and gave a reading of 60.¿ no further patient consequences or third-party treatment was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the care adc device was reported. The customer received lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. Customer states the sensor ¿went all the way down to 65 but when I checked my level with a finger stick, the readout came back as 113. It happens again today, but with a lot bigger falls and jumps. I was at 200 early this morning, then it dropped to normal range of 113. Then the next moment it had fallen to 70 then down to 68.¿ customer further reports obtaining another sensor scan of 65 and then 78 and then receiving a ¿error¿ message that stayed approximately 5 minutes even after restarting the application several times. The customer then obtained a blood glucose reading of 138 and ¿a moment later the cgm came back online and gave a reading of 60.¿ no further patient consequences or third-party treatment was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.